Manufacturer narrative:
Device received with a depleted energizer alkaline battery installed. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device had intermittent button response on the esc, act and up arrow buttons due to flattened dome switches (no crease). No button error alarm noted. During visual inspection, the keypad connector on the lcd was found locked properly. Device uploaded properly using care link. Device had minor scratched display window, a small crack on the display window, broken belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital emergency room. The customer was hospitalized on (B)(6) 2019. The cause of death was acute respiratory failure. The caller stated that the customer had heroin usage that may have led to the customer's passing. The customer¿s blood glucose was 580 mg/dl at the time of hospitalization. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected within 48 hours prior to passing. It is unknown if the customer was using sensors. The customer was taking a shower when the incident started. The caller declined to return the insulin pump for analysis.